Event description:
Customer reported that when the frangible pin of the hemosol bag was not correctly broken, no alarm was triggered by the machine. Consequently, the machine removed too much fluid from the pt. The nurse was alerted to a drop in the arterial pressure or when the input/output data displayed on the screen was reviewed.